Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that shortly following impella cp insertion, a patient developed a complete heart block with intermittent very low and wide escape, and was eventually asystolic. The patient required emergent right common femoral vein transvenous pacing (tvp). This was removed after iterative decremental testing demonstrated persistence of this rhythm following percutaneous coronary intervention (despite impella repositioning and removal). The right internal jugular was accessed and used to deliver a screw in tvp in the 7 french merit heath. A few days following explant, the patient again went into asystole without capture of their pacemaker and was agonally breathing. Code blue was called and anesthesia intubated for airway protection. The code lasted for 45 minutes with multiple rounds of cardiopulmonary resuscitation, epinephrine, calcium, bicarbonate and attempts to transcutaneously pace which was unfortunately unsuccessful. The patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.